Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.